Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid accumulation and there was not enough skin or fat on the left side to cover the left side", "dvts; two (2) this year in the perineal trunk", "feeling very not well", ¿¿toxic granularity¿ in blood¿, and ¿indicated that she may be pre-cancerous¿;

Event description:
Patient reported "fluid accumulation and there was not enough skin or fat on the left side to cover the left side". Patient also reported "dvts; two (2) this year in the perinial trunk", "feeling very not well", ¿¿toxic granularity¿ in blood¿, and ¿indicated that she may be pre-cancerous¿; these events are not device related. This record is for the left side. Device remains implanted.